Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage to keypad traces. No number ramping up or scrolling during testing. The following cosmetic damage was noted: minor scratches on the lcd window, cracked case near display window corners, broken belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, she was attempting to bolus and the numbers kept scrolling up when the act button was pressed. Customer's blood glucose was 264 mg/dl. Customer didn't recall any significant event which may have caused the keypad issues. However, stated where she lives its hot and humid. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.